Event description:
Per received report: after several unsuccessful detachment attempts, the physician decided to withdraw the coil. During retrieval, unintended detachment occurred in the microcatheter by which approximately 2cm of the coil remained in the aneurysm. Utilizing the pusher wire, the coil was able to be reinserted back into the aneurysm with no incident and patient injury. Subsequent coils were used with no issues and the procedure was completed.

Manufacturer narrative:
Upon product's receipt, visual evaluation was performed. Visual inspection revealed that the outer sheath surrounding the resistive heating coil exhibits signs of multiple detachment attempts. The melted detached fiber has pooled around and above the resistive coil's socket ring. The device positioning unit (dpu) passed electrical testing. The coil was implanted. The most likely root cause of the coils nondetachment followed by an unintended detachment was due to the melting detachment fiber temporarily capturing the coil before releasing it during retraction. In addition, without the return of the detachment control box (dcb) used in the procedure, it cannot be determined if this component contributed to the complaint event. The returned enpower remote cable used in the procedure passed electrical and functionality testing. Therefore, it is highly unlikely that this component contributed to the complaint event. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.